Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a pulmonary arteriovenous malformation (pavm) using pod packing coils (pod pcs). During the procedure, a pod pc started to lose placement prior to detaching due to the velocity of the blood flow. Therefore, the pod pc was removed. The procedure was completed using a ruby coil. There was no report of an adverse effect to the patient.